Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to the ceramic head being fractured. Additionally, the poly insert was found to be damaged inside. The 48g adm/mdm insert and 28 -4 biolox delta head were revised and the patient irrigated to ensure all pieces were removed. Patient was revised to a 28 -4 metal head and 48g adm/mdm insert. Rep provided a pre-revision x-ray, primary and revision implant sheets, and a picture of the explants and reported that no further information will be available.

Manufacturer narrative:
An event regarding crack/fracture involving a ceramic head was reported. The event was confirmed through material analysis of the returned device. Method & results: -product evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated (B)(6)2019 which indicated the device was examined with the aid of a stereo microscope at magnifications up to 50x. The fractured pieces of the head were labelled a-e for clarity. The returned, fractured ceramic head was pieced together to determine the percentage of the device returned. Approximately 90% of the ceramic head was returned. Metal transfer markings and secondary chipping were observed on the head fragments. . The fracture surfaces were damaged by post-fracture chipping which obscured the fracture surfaces. The general fracture morphology is consistent with a longitudinal fracture. This type of longitudinal fracture pattern is created by overload hoop stresses caused by the wedge effect of the stem trunnion. A continuous metal transfer ring was not observed at the proximal end of the head taper. The observation of a continuous metal transfer ring at the proximal end of the head taper is consistent with proper seating between the head taper and stem trunnion. The fracturing of the ceramic head likely allowed the stem, insert and head fragments to articulate against each other. This articulation of the devices against each other likely caused the damage observed. A material analysis has been performed. The report concluded. The returned ceramic head had fractured. The head likely fractured due to hoop stresses caused by the edge effect. A continuous metal transfer ring was not observed at the proximal end of the head taper. Damage was observed on the insert and head fragments consistent with articulating against each other after the head fractured. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: a review of the provided medical records was rejected by a clinical consultant stated the following comment: x-ray confirms fractured head, need operative reports, clinical and past medical history and serial x-rays. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: visual inspection was performed as part of the material analysis report (mar), dated (B)(6)2019 which indicated the device was examined with the aid of a stereo microscope at magnifications up to 50x. The fractured pieces of the head were labelled a-e for clarity. The returned, fractured ceramic head was pieced together to determine the percentage of the device returned. Approximately 90% of the ceramic head was returned. Metal transfer markings and secondary chipping were observed on the head fragments. . The fracture surfaces were damaged by post-fracture chipping which obscured the fracture surfaces. The general fracture morphology is consistent with a longitudinal fracture. This type of longitudinal fracture pattern is created by overload hoop stresses caused by the wedge effect of the stem trunnion. A continuous metal transfer ring was not observed at the proximal end of the head taper. The observation of a continuous metal transfer ring at the proximal end of the head taper is consistent with proper seating between the head taper and stem trunnion. The fracturing of the ceramic head likely allowed the stem, insert and head fragments to articulate against each other. This articulation of the devices against each other likely caused the damage observed. A material analysis has been performed. The report concluded. The returned ceramic head had fractured. The head likely fractured due to hoop stresses caused by the edge effect. A continuous metal transfer ring was not observed at the proximal end of the head taper. Damage was observed on the insert and head fragments consistent with articulating against each other after the head fractured. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. A review of the provided medical records also confirms fracture of the ceramic head , the exact cause of the event cannot be confirmed as insufficient information was provided. Further information such as need operative reports, clinical and past medical history and serial x-rays are required to complete the investigation and determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's hip was revised due to the ceramic head being fractured. Additionally, the poly insert was found to be damaged inside. The 48g adm/mdm insert and 28 -4 biolox delta head were revised and the patient irrigated to ensure all pieces were removed. Patient was revised to a 28 -4 metal head and 48g adm/mdm insert. Rep provided a pre-revision x-ray, primary and revision implant sheets, and a picture of the explants and reported that no further information will be available.